Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low trigl triglycerides result for one patient sample. The initial result from a "basal lipemic sample" was 713 mg/dl. This result was reported to the patient who questioned the result as it did not match the clinical history. On (B)(6) 2018, the sample was repeated with a 1:5 dilution and the result was 682.4 mg/dl with a data flag and 2499.6 mg/dl. There was no allegation of an adverse event. The reagent lot number was 2999067. The expiration date was requested but was not provided. Based on the calibration and qc data, a general reagent issue was excluded.

Manufacturer narrative:
The investigation determined that it is likely that oxygen depletion during the assay reaction lead to the falsely low results. The issue seems to be sample specific and most likely due to the extremely high triglyceride concentration. The customer was unable to provide the reaction kinetics and the lipemia index of the sample. The investigation was unable to find a definitive root cause. No reagent or instrument issue could be found.